Manufacturer narrative:
Other relevant device(s) are: product ID: 9734887xom, serial/lot #: (B)(4); product ID: 9733533xom, serial/lot #: (B)(4); product ID: 9733533xom, serial/lot #: (B)(4); product ID: 9733533xom, serial/lot #: (B)(4). A medtronic representative went to the site to test the equipment. Testing revealed that the system was functioning normally. The system passed the system checkout and was found to be fully functional. The tracker 9733533xom ent instrument ((B)(4)) was returned for analysis. Analysis found no fault with the tracker. The returned tracker was fully functional when connected to a known good system and returned green status and normal tracking. The tracker 9733533xom ent instrument ((B)(4)) was returned for analysis. Analysis found no fault with the tracker. The returned tracker was fully functional when connected to a known good system and returned green status and normal tracking. The instr tracker 9733533 em ent ((B)(4)) was returned for analysis. Analysis found no fault with the tracker. The returned tracker was fully functional when connected to a known good system and returned green status and normal tracking. The patient tracker 9734887xom non-invasive ((B)(4)) was returned for analysis. Analysis found that the returned tracker was not recognized when connected to a known good system and would not track, returning only red status. A check of the em interface showed that all three coils were firing. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a functional endoscopic sinus surgery (fess) procedure. The issue occurred intraoperatively during the navigate task and caused no delay to the surgery. It was reported that the surgeon was navigating the frontal seeker and it was showing her on the left when she was navigating on the right - the inaccuracy was about 1cm. No other instrumentation was showing inaccurate. The site brought in a second seeker and the issue was the same. They attempted to re-register without resolution. The surgeon continued the surgery with the other instrumentation. It was also reported that the surgeon registered her patient and then when she switched out to the ostium seeker, the instrument would not verify. The surgeon changed out to another instrument tracker and then that one worked. After the case, the medtronic representative tested the instrument tracker they had issues with and it would not recognize the tracker, but that same tracker was recognized on another navigation system. Another tracker was connected to the this navigation system and the metal interference metric went up above 200. That tracker again worked fine on the other navigation system. The surgery was completed with navigation and there was no impact on patient outcome.

Manufacturer narrative:
A software analysis was initiated to determine the probable cause of the issue. Analysis was unable to determine probable cause without further information since the on-going investigation proved to be inconclusive based on the information provided. This case may be re-opened if additional information is received. This is for 670972 s8 ent / unable to track instrument tracker. If information is provided in the future, a supplemental report will be issued.